Event description:
It was reported that the patient experienced withdrawal. No alarms were noted. The volumes were checked and were equal. A CT scan and an x-ray were performed; the results were negative but they were not able to locate the tip of the catheter due to other hardware implanted in the patient. They were able to aspirate the catheter. The event logs were noted to be normal. The health care provider planned to perform dye and roller studies. The patient was admitted to the intensive care unit in the hospital on (B)(6) 2011. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that the cause of the event was a leaking at connector; leak identified by catheter dye study. It was added that patient had gained 60 pounds and experienced symptoms of increased spasticity, shaking, itching, rhabdo, fever, tachycardia, high respiratory rate, 'fbp', autonomic dysreflexia. A dose adjustment 'bolus/good' and a revision was done. Patient outcome was noted as serious injury. Drug delivered was gablofen 2000mcg/ml.

Manufacturer narrative:
Catheter model #: 8703, lot# j93117819, serial# unk - con't implanted: unk, explanted: unk.